Event description:
It was reported the physician attempted to place a lead but the patient was uncomfortable and kept moving during the procedure. The physician abandoned the case and plans to surgically implant the lead with patient under anesthesia.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.